Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 59 years old (at the time of enrollment).

Event description:
Elegance clinical study. It was reported that restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with this 6x100, 130 cm eluvia drug-eluting vascular stent system as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery (sfa), extending up to the left distal sfa, with 4.97 mm proximal reference vessel diameter and 5.47 mm distal reference vessel diameter. The lesion length was 100 mm, was 100% stenosed, and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre- dilation was performed using a 5 mm x 80 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of this 6 mm x 100 mm study eluvia drug eluting stent. Post dilation was performed with a 6 mm x 80 mm mustang pta balloon. Post procedure, final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on aspirin, clopidogrel, and an anticoagulant. On (B)(6) 2024, the subject visited the hospital for a 24 month follow up visit. Duplex ultrasound was performed which revealed restenosis of the target lesion. Medications were subsequently given to the subject, and the event was ongoing.

Manufacturer narrative:
A2: patient age: 59 years old (at the time of enrollment).

Event description:
It was reported that restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with this 6x100, 130 cm eluvia drug-eluting vascular stent system as a part of a clinical trial. The target lesion was in the left mid superficial femoral artery (sfa), extending up to the left distal sfa, with 4.97 mm proximal reference vessel diameter and 5.47 mm distal reference vessel diameter. The lesion length was 100 mm, was 100% stenosed, and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre- dilation was performed using a 5 mm x 80 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of this 6 mm x 100 mm study eluvia drug eluting stent. Post dilation was performed with a 6 mm x 80 mm mustang pta balloon. Post procedure, final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on aspirin, clopidogrel, and an anticoagulant. On (B)(6) 2024, the subject visited the hospital for a 24 month follow up visit. Duplex ultrasound was performed which revealed restenosis of the target lesion. Medications were subsequently given to the subject, and the event was ongoing. It was further reported that on (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. The subject received medications and balloon angioplasty was performed. On (B)(6) 2025 the subject was discharged. It was further reported that on (B)(6) 2025, intermittent claudication in the left lower extremity led to vascular computerized tomography angiography (cta), which revealed arteriosclerosis obliterans of both lower extremities, severe stenosis and occlusion of the long segment of the left superficial femoral artery-popliteal artery, including the stent. On (B)(6) 2025, the subject presented to the hospital due to rest pain in the left lower extremity for the two weeks prior. On (B)(6) 2025, left lower extremity angiography revealed occlusion from ostial superficial femoral artery to mid popliteal artery with reconstitution in distal popliteal artery. Blood flow was observed through the anterior tibial artery and fibular artery, with no significant outflow narrowing. The deep femoral artery was patent. On the same day, thrombotic occlusion was noted in the left sfa to the left mid popliteal artery, which were treated using 3mm balloon, and thrombus aspiration was performed using rotarex thrombectomy device. Subsequently, angiography revealed mild stenosis in the lumen which was treated by balloon dilation using 4 mm x 200 mm balloon in the distal sfa to the mid popliteal artery. This was followed by drug coated balloon angioplasty using 4 mm x 200 mm and 5 mm x 200 mm drug coated balloons. Post procedure, the final residual stenosis was noted to be 20%. In addition, occlusion was noted in the proximal sfa and was treated by 5m x 150mm balloon. Post procedure angiography showed satisfactory improvement, good movement of extremity, left dorsalis pedis artery was positive with normal skin color and fair wound healing. On (B)(6) 2025, the event was considered to be resolved with sequelae and on the same day the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2: patient age: 59 years old (at the time of enrollment).

Event description:
It was reported that restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with this 6x100, 130 cm eluvia drug-eluting vascular stent system as a part of a clinical trial. The target lesion was in the left mid superficial femoral artery (sfa), extending up to the left distal sfa, with 4.97 mm proximal reference vessel diameter and 5.47 mm distal reference vessel diameter. The lesion length was 100 mm, was 100% stenosed, and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre- dilation was performed using a 5 mm x 80 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of this 6 mm x 100 mm study eluvia drug eluting stent. Post dilation was performed with a 6 mm x 80 mm mustang pta balloon. Post procedure, final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on aspirin, clopidogrel, and an anticoagulant. On (B)(6) 2024, the subject visited the hospital for a 24 month follow up visit. Duplex ultrasound was performed which revealed restenosis of the target lesion. Medications were subsequently given to the subject, and the event was ongoing. It was further reported that on (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. The subject received medications and balloon angioplasty was performed. On (B)(6) 2025 the subject was discharged. It was further reported that on (B)(6) 2025, intermittent claudication in the left lower extremity led to vascular computerized tomography angiography (cta), which revealed arteriosclerosis obliterans of both lower extremities, severe stenosis and occlusion of the long segment of the left superficial femoral artery-popliteal artery, including the stent. On (B)(6) 2025, the subject presented to the hospital due to rest pain in the left lower extremity for the two weeks prior. On (B)(6) 2025, left lower extremity angiography revealed occlusion from ostial superficial femoral artery to mid popliteal artery with reconstitution in distal popliteal artery. Blood flow was observed through the anterior tibial artery and fibular artery, with no significant outflow narrowing. The deep femoral artery was patent. On the same day, thrombotic occlusion was noted in the left sfa to the left mid popliteal artery, which were treated using 3mm balloon, and thrombus aspiration was performed using rotarex thrombectomy device. Subsequently, angiography revealed mild stenosis in the lumen which was treated by balloon dilation using 4 mm x 200 mm balloon in the distal sfa to the mid popliteal artery. This was followed by drug coated balloon angioplasty using 4 mm x 200 mm and 5 mm x 200 mm drug coated balloons. Post procedure, the final residual stenosis was noted to be 20%. In addition, occlusion was noted in the proximal sfa and was treated by 5m x 150mm balloon. Post procedure angiography showed satisfactory improvement, good movement of extremity, left dorsalis pedis artery was positive with normal skin color and fair wound healing. On 16-jan-2025, the event was considered to be resolved with sequelae and on the same day the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2024, doppler ultrasound showed maximum peak systolic velocity (psv) of 20 cm/s in the target lesion, which demonstrated occlusion in nearly one-third of the left sfa. The previously reported information that occurred on (B)(6) 2025 was changed to (B)(6) 2025. On 16-jan-2025, the event was considered to be resolved.

Event description:
It was reported via a clinical study that restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with this 6x100, 130 cm eluvia drug-eluting vascular stent system as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery (sfa), extending up to the left distal sfa, with 4.97 mm proximal reference vessel diameter and 5.47 mm distal reference vessel diameter. The lesion length was 100 mm, was 100% stenosed, and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre- dilation was performed using a 5 mm x 80 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of this 6 mm x 100 mm study eluvia drug eluting stent. Post dilation was performed with a 6 mm x 80 mm mustang pta balloon. Post procedure, final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on aspirin, clopidogrel, and an anticoagulant. On (B)(6) 2024, the subject visited the hospital for a 24 month follow up visit. Duplex ultrasound was performed which revealed restenosis of the target lesion. Medications were subsequently given to the subject, and the event was ongoing. It was further reported that on (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. The subject received medications and balloon angioplasty was performed. On (B)(6) 2025 the subject was discharged.

Manufacturer narrative:
A2: patient age: 59 years old (at the time of enrollment).

Event description:
It was reported that restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with this 6x100, 130 cm eluvia drug-eluting vascular stent system as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery (sfa), extending up to the left distal sfa, with 4.97 mm proximal reference vessel diameter and 5.47 mm distal reference vessel diameter. The lesion length was 100 mm, was 100% stenosed, and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to the treatment of the target lesion with the study device, pre- dilation was performed using a 5 mm x 80 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon. Treatment of the target lesion was then performed by placement of this 6 mm x 100 mm study eluvia drug eluting stent. Post dilation was performed with a 6 mm x 80 mm mustang pta balloon. Post procedure, final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital on aspirin, clopidogrel, and an anticoagulant. On (B)(6) 2024, the subject visited the hospital for a 24 month follow up visit. Duplex ultrasound was performed which revealed restenosis of the target lesion. Medications were subsequently given to the subject, and the event was ongoing. It was further reported that on (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. The subject received medications and balloon angioplasty was performed. On (B)(6) 2025 the subject was discharged. It was further reported that on (B)(6) 2025, intermittent claudication in the left lower extremity led to vascular computerized tomography angiography (cta), which revealed arteriosclerosis obliterans of both lower extremities, severe stenosis and occlusion of the long segment of the left superficial femoral artery-popliteal artery, including the stent. On (B)(6) 2025, the subject presented to the hospital due to rest pain in the left lower extremity for the two weeks prior. On (B)(6) 2025, left lower extremity angiography revealed occlusion from ostial superficial femoral artery to mid popliteal artery with reconstitution in distal popliteal artery. Blood flow was observed through the anterior tibial artery and fibular artery, with no significant outflow narrowing. The deep femoral artery was patent. On the same day, thrombotic occlusion was noted in the left sfa to the left mid popliteal artery, which were treated using 3mm balloon, and thrombus aspiration was performed using rotarex thrombectomy device. Subsequently, angiography revealed mild stenosis in the lumen which was treated by balloon dilation using 4 mm x 200 mm balloon in the distal sfa to the mid popliteal artery. This was followed by drug coated balloon angioplasty using 4 mm x 200 mm and 5 mm x 200 mm drug coated balloons. Post procedure, the final residual stenosis was noted to be 20%. In addition, occlusion was noted in the proximal sfa and was treated by 5m x 150mm balloon. Post procedure angiography showed satisfactory improvement, good movement of extremity, left dorsalis pedis artery was positive with normal skin color and fair wound healing. On (B)(6) 2025, the event was considered to be resolved with sequelae and on the same day the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2024, doppler ultrasound showed maximum peak systolic velocity (psv) of 20 cm/s in the target lesion, which demonstrated occlusion in nearly one-third of the left sfa. The previously reported information that occurred on (B)(6) 2025 was changed to (B)(6) 2025. On (B)(6) 2025, the event was considered to be resolved. It was further reported that on (B)(6) 2022, during the index procedure, thrombectomy was performed using a non-boston scientific thrombectomy device prior to treatment with the study device. On (B)(6) 2025 the event was considered to be resolved and on (B)(6) 2025 the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2: patient age: 59 years old (at the time of enrollment).